Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogging the nozzle could not be determined. The investigation did confirm that the customer¿s reprocessing was performed in accordance with the IFU. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Customer provided information on reprocessing of the device. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.

Event description:
Addendum jan 24, 2023: customer reported event occurred during pre-use inspection. There is no patient involvement.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign object in the device nozzle. This is attributed to failure to clean adequately. Other observations for the device: switch (sw) sw4 has wear; due to damage sw1 does not work; distal end cover (c-cover) has a dent; due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; universal cord is sticky; scope connector and control unit are dirty due to water leakage; adhesive of distal end rubber coating (a-rubber) has a chip, crack, and white-clouded area; indication on scope connector is peeled; universal cord has a wrinkle; adhesive around light guide (lg) lens and objective lens has white-clouded area; and connecting tube, protector of universal cord, sw1, universal cord have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of device not being recognized. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there is presence of foreign object in the device nozzle. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of the presence of foreign material in the device nozzle as observed during device evaluation.